Event description:
Arjo received a complaint on citadel bed with indigo module (intuitive drive assist). Based on the collected information, the indigo movement was activated by the operator. The bed accelerated and moved forward by itself. It did not stop even the pulling force was released. The operator activated the emergency stop button to stop the bed movement. No patient was involved at that time. No injury was reported.

Manufacturer narrative:
The arjo technician confirmed the claimed issue and resolved it by the replacement of the indigo pcb. The faulty pcb returned from the market was evaluated by arjo electronic engineer. The malfunction of the sensor (gyroscope) located on the pcb caused the bed acceleration and infinitive movement. It was sensitive to the wheel operation at a certain power (about 20% of the maximum). The gyroscope measurement errors could lead to incorrect angle calculation and unintended movement. The bed inclination angle is calculated by the indigo software and it is based on the readings that come from two sensors: an accelerometer and a gyroscope. There is a software algorithm that fuses those two measurements and calculates the angle to assist the force needed to move the bed proportional to the inclination. Assuming that the angle calculation is incorrect, then after starting even insignificant movement of the bed, it will accelerate much more than expected due to entering the slope assist mode (the device reads as if it drove up the slope and powers the wheel according to that state, while in fact being on a flat surface). The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿. All devices with indigo are equipped with the emergency stops switches located at both the foot and head ends of the bed. When the emergency stop switch is activated, an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly (accelerated and moved after releasing the pulling force). No patient was involved at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the uncontrolled movement of the indigo module.

Manufacturer narrative:
The investigation is ongoing and the pcb return for further test was requested. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo received a complaint on citadel bed with indigo module (intuitive drive assist). Based on the collected information, the indigo movement was activated by the operator then the bed accelerated and did not stop even the pulling force was released. The operator activated the emergency stop button to stop the bed movement. No patient was involved at that time. No injury was reported. The problem was resolved by the pcb replacemenet.